Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured coil") and pelvic pain ("pelvic pain/pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included abdominal pain lower and secondary dysmenorrhea. Concomitant products included buspirone since 2012, fluoxetine hydrochloride (prozac) since 2012 and lorazepam since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). On (B)(6) 2014, 1 year 11 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced anxiety ("psychological/psychiatric problems (depression and mental anguish)") and depression ("psychological/psychiatric problems (depression and mental anguish)"). The patient was treated with surgery (unilateral salpingectomy left and surgical removal of coil(s)-- diagnostic laparoscopy), hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, anxiety, dysmenorrhoea and depression outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received: new events: dysmenorrhoea, depression, anxiety were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured coil") and pelvic pain ("pelvic pain/pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen. Concomitant products included buspirone since 2012, fluoxetine hydrochloride (prozac) since 2012 and lorazepam since 2012. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). On (B)(6) 2014, 1 year 11 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unilateral salpingectomy left and surgical removal of coil(s)-- diagnostic laparoscopy), hystrectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-dec-2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured coil") and pelvic pain ("pelvic pain/pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen. Concomitant products included buspirone since (B)(6) , fluoxetine hydrochloride (prozac) since (B)(6) and lorazepam since (B)(6) . On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). On (B)(6) 2014, 1 year 11 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unilateral salpingectomy left and surgical removal of coil(s)-- diagnostic laparoscopy), hystrectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received: reporters details added. Event added as fractured coil. Concomitant drugs added. Event pain outcome updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured coil') and pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. Bc676758) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included abdominal pain lower and secondary dysmenorrhea. Concomitant products included buspirone since 2012, fluoxetine hydrochloride (prozac) since 2012, ibuprofen and lorazepam since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological/psychiatric problems (depression and mental anguish)"), depression ("psychological/psychiatric problems (depression and mental anguish)/ psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (unilateral salpingectomy left and surgical removal of coil(s)-- diagnostic laparoscopy), hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, dysmenorrhoea, anxiety, depression and post procedural complication outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for:pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: uterine cavity is opacified. The left fallopian tube is patent with free spill of contrast from the fimbriated end. There is a filling defect at the right cornu and no demonstration of a right fallopian tube; on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporters information were added. Lab data were added. Fu received. No new significant change made in medical context of case. Case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured coil') and pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. Bc676758-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included abdominal pain lower and secondary dysmenorrhea. Concomitant products included buspirone since 2012, fluoxetine hydrochloride (prozac) since 2012, ibuprofen and lorazepam since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological/psychiatric problems (depression and mental anguish)"), depression ("psychological/psychiatric problems (depression and mental anguish)/ psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (unilateral salpingectomy left and surgical removal of coil(s)-- diagnostic laparoscopy), hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, dysmenorrhoea, anxiety, depression and post procedural complication outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for: pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: uterine cavity is opacified. The left fallopian tube is patent with free spill of contrast from the fimbriated end. There is a filling defect at the right cornu and no demonstration of a right fallopian tube; on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain and abdominal pain. Lot number bc676758- inv. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured coil') and pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. Bc676758) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included abdominal pain lower and secondary dysmenorrhea. Concomitant products included buspirone since 2012, fluoxetine hydrochloride (prozac) since 2012, ibuprofen and lorazepam since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological/psychiatric problems (depression and mental anguish)"), depression ("psychological/psychiatric problems (depression and mental anguish)/ psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (unilateral salpingectomy left and surgical removal of coil(s)-- diagnostic laparoscopy), hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, dysmenorrhoea, anxiety, depression and post procedural complication outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for:pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy and left salpingectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured coil') and pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included abdominal pain lower and secondary dysmenorrhea. Concomitant products included buspirone since 2012, fluoxetine hydrochloride (prozac) since 2012, ibuprofen and lorazepam since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological/psychiatric problems (depression and mental anguish)"), depression ("psychological/psychiatric problems (depression and mental anguish)/ psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (unilateral salpingectomy left and surgical removal of coil(s)-- diagnostic laparoscopy), hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, dysmenorrhoea, anxiety, depression and post procedural complication outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, pelvic pain and post procedural complication to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Reporter added. Event post procedural complication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.